Event description:
The customer reported approximately 10cc diluent and clenz leaked from the right side coulter coulter lh 750 hematology analyzer station and puddled on the work top. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, face protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment attributed are associated with this event. Patient results were not affected by this event. The customer did not review the msds; however, the facility does have a risk management/exposure control plan in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found and repaired leaking red stripe tubing through pv64 supplying high pressure diluent to the needles backwash. This tubing supplies fluid backwash for the needles bellows and is not likely to impact patient results. The engineer cleaned fluid from the instrument floor/base and splashed saline/diluent from associated parts, and mopped fluid from under the instrument and surrounding areas. The fse performed start-up, reproducibility and controls with all results in range and no noted errors. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. Pinch valve vl 64: front aspiration enable valve. The aspiration pathway contains blood and diluent during operation and cleaning agent at shutdown. The root cause for this event is leaking tubing.

Manufacturer narrative:
(B)(4).